Event description:
The MFR rep reported the patient received a burn over the neurostimulator site two days after recharging. The recharger was replaced. Add'l info was requested from the healthcare provider. The hcp reported wound/suture dehiscence over the burn area, infection and pre-existing pain. The neurostimulator site was revised including explantation of the neurostimulator and lead. The neurostimulator was relocated; the hcp does not expect further sequela. Refer to medwatch report # 3004209178200800833.

Manufacturer narrative:
Device analysis revealed no anomalies; the complaint could not be verified.